Manufacturer narrative:
The cause for the false positive advia centaur xp troponin ultra result is unknown. No further evaluation of the device is required. The customer declined service - no further action taken.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on a patient samples for different draws. The physician requested that the second sample taken at 2 hours be repeated. Repeat testing was performed on the advia centaur xp and the result was positive. The sample was then tested on the stratus instrument and the result was negative. This was the result reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.